Event description:
It was reported that multiple intermittent occlusion alarms occurred, which caused customer's blood glucose levels to display as "high," specific value unknown. Customer used a correction injection via multiple daily injections and resumed insulin after acknowledging the alarm. There was no third-party assistance required, and customer was not incapacitated. Customer resumed insulin to address the issue. Cts noted frequent recurring occlusion issues and arranged follow-up for further assistance.